Event description:
It was reported the patient lost 28 pounds in 1 year. It was noted that the patient was starting to notice her previous neurostimulator was moving around in the pocket site and was causing burning and stinging sensation. It was noted the patient started noticing this at the end of 2013. It was reported the health care provider felt the old neurostimulator needed to be repositioned and since it was 6 years old they might as well replace it. It was noted the patient had l1, 2, and 3 fusion in (B)(6) of 2012. It was logged it was connected to l4 and l5 that was done in 1999. It was reported there was burning and stinging in the pocket site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension, product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the neurostimulator replaced on (B)(6) 2014. It was reported that the patient had been using the unit without any problems until she had lost 28 lbs between (B)(6) 2012 and (B)(6) 2014. It was reported that as a result of the 20% weight loss, the patient noticed that the battery seemed to be moving around and she was having stinging sensations in the area of her back and legs when it was not operational. It was stated that she had a burning sensation while charging. It was stated that a manufacturer's representative that the weight loss "could be the problem for the symptoms mentioned" and suggested repositioning the battery "might be the solution to the conditions discussed." It was noted that the patient's battery was 6 years old and decided with the hcp and rep to replace it in addition to revising the pocket site. It was noted that there was interest in a smaller size battery. It was noted that a manufacturer's representative would be at the procedure. It was noted that on the date of the procedure the original manufacturer's representative was not available. It was noted that the patient expressed dissatisfaction with service with regard to advising patients about device options.